Event description:
It was reported that the patient presented remotely via merlin.net, followed by an in-clinic follow-up. It was noted that the right ventricular lead that exhibited noise over-sensing which resulted in pacing inhibition. The lead was explanted and replaced. The patient was discharged post-procedure.